Event description:
Resident of long term care facility being transfered via hoyer lift. Weight limit on hoyer is 450 lb. The nut holding a bolt in place fell off allowing the bolt to fall out. The resident was lowered to the floor but sustained no injury.